Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Multiple attempts were made by medical affairs to contact the physician related to the below request and no response has been received. If further details are received at a later date a supplemental medwatch will be sent. The hcp would like to discuss with a physician experienced in this procedure. Would like to determine why these symptoms may have occurred; would like to know whether the company is aware of these types of symptoms occurring with this product in other patients (other complaints). Multiple attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the grade of hemorrhoids? Were the hemorrhoids circumferential or in specific quadrants? Please describe. Were there any difficulties experienced with the pph device in the initial surgical procedure? Please explain. Does the surgeon believe an alleged deficiency of the pph device caused or contributed to the patient¿s symptoms? How is the patient being treated? Has any surgical or medical intervention been required or is planned? Please explain.

Event description:
It was reported that following a logo haemorrhoidectomy procedure: ¿the doctor is a user of the tool for over 15 years. He is facing a case of a patient who has discomfort 4 years after surgery and he would like to discuss it with a physician specializing in this method.¿ additional information was provided that the patient is suffering with pain in anal area, problems standing, walking, sitting & sleeping. Suffered prolapse and eversion. Hcp is very experienced with this product, technique and procedure. ¿patient a was operated on (B)(6) 2015 with the proximate pph03 for a logo haemorrhoidectomy and presented with the following complaints: ¿from the next day I had numbness inside and round that anal area and atony of the sphincter and the near tissues which continue up until today. The following weeks while walking I felt the wall of the anus being pulled outwards and at the same time the mucus membrane progressively coming out. For a few weeks I felt pain and hardening round the anal area. Finally prolapse and eversion took place. The wall of the perineum lowered downwards and towards the front. From then the perineum including the scrotum adhere. In addition I feel traction on the inside area of the feet buttocks towards the anus. I have problems standing walking sitting and sometimes sleeping ¿ I have to sleep in prostration. The longer I stand the more difficult it gets. Humidity makes situations worse¿.¿ as far as the sales rep is aware, there was no issues regarding the proper usage of the device.